Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the device was used for cti line ablations, which is considered an off-label use. Pericardial effusion was unable to be confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: the device was used for cti line ablations; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf) and persistent atrial fibrillation, and the use it was given is not considered part of the treatment for either condition. The IFU contemplates adverse events related to cardiac trauma and indicates an off-label use of the device can lead to cardiac trauma. There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave device confirmed that the events of user used incorrect product for intended use and pericardial effusion are known events defined in the products risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved, or contraindicated use and supporting evidence that came to this conclusion. Based on the analysis, the event description indicates that the device was used for cti line ablations, which is considered an off-label use. The device did not return; therefore, product analysis could not be performed. Based on the investigation the pericardial effusion was unable to be confirmed, and an off-label use of the catheter was confirmed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was incomplete. During an combination procedure where a pulse field ablation pfa procedure to treat atrial fibrillation and a watchman procedure was planned, a farawave 2.0 catheter was selected for use. The physician did the pulmonary vein isolation ablation, a pulmonary wall ablation, and a cavotricuspid isthmus cti line ablation. A cti line ablation is considered off -label. After these ablations, the physician recrossed back over into the left side to touch up the veins a little more. The physician remapped 4-5 different times as the arrhythmia continued to change. Post ablation there was a pericardial effusion noted on transesophageal echocardiogram tee. The patient had to have around 200 cc of fluid removed. A pericardiocentesis kit was used to drain the fluid. The ablation had been going on for 2 hours when the complication was observed. The physician believes it occurred when using the farawave for the cti line. There was no resistance felt while maneuvering the catheter or guidewire. The catheter had been pulled from the body as the pfa portion was completed and were moving on to the watchman portion of the procedure. The effusion was noted after the ablation and prior and the watchman implant, and the watchman procedure was cancelled. The patient was not hospitalized and is expected to fully recover. There have been no more adverse events were reported after discharge. The physician does not believe the device or procedure contributed to the patients complication. The physician did not used a transseptal access product and went the patients patent foramen ovale pfo. The catheter was disposed of and not expected to be returned. There are no reported device issues.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was incomplete. During an combination procedure where a pulse field ablation pfa procedure to treat atrial fibrillation and a watchman procedure was planned, a farawave 2.0 catheter was selected for use. The physician did the pulmonary vein isolation ablation, a pulmonary wall ablation, and a cavotricuspid isthmus cti line ablation. A cti line ablation is considered off -label. After these ablations, the physician recrossed back over into the left side to touch up the veins a little more. The physician remapped 4-5 different times as the arrhythmia continued to change. Post ablation there was a pericardial effusion noted on transesophageal echocardiogram tee. The patient had to have around 200 cc of fluid removed. A pericardiocentesis kit was used to drain the fluid. The ablation had been going on for 2 hours when the complication was observed. The physician believes it occurred when using the farawave for the cti line. There was no resistance felt while maneuvering the catheter or guidewire. The catheter had been pulled from the body as the pfa portion was completed and were moving on to the watchman portion of the procedure. The effusion was noted after the ablation and prior and the watchman implant, and the watchman procedure was cancelled. The patient was not hospitalized and is expected to fully recover. There have been no more adverse events were reported after discharge. The physician does not believe the device or procedure contributed to the patients complication. The physician did not used a transseptal access product and went the patients patent foramen ovale pfo. The catheter was disposed of and not expected to be returned. There are no reported device issues.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.